Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found all three connector pins capped. Visual exam found insulation abrasion at 12cm from connector pin, and one of the proximal cables was melted. This damage was consistent with friction to the ICD can. Inside-out abrasion was noted at 46cm to 47cm and at 54cm to 57cm from connector pin, both proximal cables were melted at 54cm.

Event description:
It was reported that the patient expired. Review of the session records indicated that the attempting therapy delivery during a vf episode, but the therapies were truncated due to a high lead impedance detection. The rv lead was previously capped in (B)(6) 2007 for noise and poor sensing that resulted in inappropriate therapy.

Event description:
The lead was capped.